Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "memory loss" and was unable to self-treat, requiring non-healthcare professional administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired and the sensor cap was retained inside applicator cap. Visual inspection performed on the sensor patch and no damage observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired and the sensor cap was retained inside applicator cap. Visual inspection performed on the sensor pack and no damage observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "memory loss" and was unable to self-treat, requiring non-healthcare professional administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "memory loss" and was unable to self-treat, requiring non-healthcare professional administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.